Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-100, serial number (B)(4)) was used in a procedure to treat an arteriovenous malformation (avm) in the cecum. The settings were apc pulsed, effect 2 at 20 watts with a 0.5 liters per minute flowrate. A perforation was detected and oversewn surgery was performed to address the issue.

Manufacturer narrative:
An offer was made to the medical center to have the apc/esu system evaluated by erbe. Any further info or the results of any equipment evaluation will be provided in a follow-up report.